Event description:
Same case as MFR#: 2134265-2009-02754. It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. After the lesion was pre-dilated by a 3.0x20mm maverick 2 balloon, a 3.00x12mm taxus liberte stent was advanced to the lesion, but was unable to cross the target lesion due to the calcification. After removal from the patient, the stent was noted to be damaged. The procedure was completed successfully with a rotablator and another taxus liberte stent. There were no reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)